Event description:
It was reported that while infusing tpn in the nicu (rate, delivery parameters unknown), a device experienced a system error 322. It was also reported that there was no harm to the pt.

Manufacturer narrative:
(B)(4). The device in question was returned to baxter. Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.